Manufacturer narrative:
The logs show alarm 315 activated many times. The inspiration valve test performed failed in the step lost test. As a resolution, the ot inspiration valve will be replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that tf 315 - inspiration valve or device leaky. There is no patient involvement associated with this reported event.